Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak was confirmed due to a noted balloon rupture. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use in the anatomy the xience prime stent delivery system (sds) was pulled air into the indeflator. The physician suspected a leak and the sds was not used in the anatomy/procedure. A second xience prime stent was used in the procedure without issue and the procedure was completed. There was no reported adverse patient effect. Additionally, after the procedure the physician intentionally manipulated the first xience prime sds and the shaft was kinked and while attempting to test inflate the balloon the stent was dislodged. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.